Manufacturer narrative:
(B)(4). Results: visual inspection of the returned product found no visible damage to the lens. There was evidence of clear surgical residue on product. Conclusions: based on the complaint history and the eval of the returned product, it was determined that the root cause of this event was due to technical loading error. (B)(4).

Event description:
The rptr stated the surgeon inserted a micl 12.6mm implantable collamer lens. Lens was inserted into the eye, but it did not unfold. Lens was removed with no pt injury and backup lens was implanted. The rptr stated the cause of this incident was due to loading technique by the tech.